Event description:
It was reported that the patient called the hospital due to a driveline power fault which occurred on (B)(6) 2022 during working in the garden and cooking, accompanied by a yellow wrench and intermittent beep. The pump ran as expected the whole time and the patient was stable. The controller was exchanged and the issue resolved. The log files showed a power a broken flag on 13:02 with a sudden decrease in driveline current on line a to max 0.5% and an increase on line b up to 99% and the driveline power fault popped up. The driveline current on both lines recovered on 13:13. The controller was exchanged at 13:18. A sudden kinking or clamping of the driveline was suspected. Related manufacturer reference report: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 4 days (28may22 ¿ 01jun22 per time stamp). On 31may22 at 13:05, the driveline power fault alarm activated due to a power a broken fault which coincided with a drop in current on line a. It remained active until the driveline was disconnected for a controller exchange at 13:18. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, serial number (B)(6), was not returned for analysis. The provided information stated that the exchange resolved the alarm. Additional information communicated on 02jun22 indicated that the bent driveline was caused by the patient. A root cause for the exchange was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.